Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a second stage revision surgery, one (1) ref xlpe all ply cup 36 52 and one (1) cocr 12/14 fem head 36mm +4 were explanted. The reason of the revision is still unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have contributed to the adverse event. The impact to the patient beyond the second stage revision cannot be determined since the patient¿s outcome is unknown. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that a failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. This has been identified as an adverse event in primary and revision surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. No details about the cause of the revision surgery were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.